Manufacturer narrative:
Conclusion not yet available-evaluation in progress. This initial MDR is being submitted to meet our requirements of reporting. A follow-up will be submitted as soon as the investigation is complete.

Event description:
Case information: (B)(6) year old male with stemi brought to the hospital. Femoral angiogram performed prior to sheath insertion showing sufficient vessel size. The 14 fr oscor introducer sheath was inserted in the rfa. Iliac dissection was noted post sheath insertion with angiogram. Impella insertion was aborted. The patient did not survive. The sheath was taken away with patient and could not be retrieved. We will not be receiving this product back, so this will be all the information we will be getting regarding the case.

Manufacturer narrative:
The device will not be returned for analysis. The clinical team did not attribute the death to the device. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity and no new failure mode identified. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Quality assurance procedure (abiomed introducer sheath) in-process & final inspection: device is tested one hundred percent for cap and seal inspection, a leak test is perform according to procedure, also an occlusion test is perform. Sideport with valve assembly samples are randomly selected for visual inspection: with the naked eye, inspect sideport assembly for excessive glue. Smeared glue to the sideport assembly is not acceptable. Verify the sideport tube is properly bonded to hub and stopcock valve by gently tugging on both joints. Note: if one part fails, one hundred percent inspection of the lot for bond integrity of sideport tube to hub and stopcock valve is required. Instructions for use (IFU), abiomed adelante s2 - hemoslaticp peel away & sideport. Under precaution: aspiration and saline flushing of the sheath, dilator, and valve should be performed to help minimize the potential for air embolism and clot formation. Aspirate all air from the sheath valve assembly by using a syringe connected to the sideport. Flush the sheath with 5 cc of saline immediately before peeling the sheath away in order to minimize back bleeding.